Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgical tech noticed the threads on the offset impactor were damaged. The surgeon used the straight impactor to complete the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Device identification: the reported device is a offset cup reamer handle, p/n 207080, l/n 32010615 and RMA# 225298. Device history review: review of device history records indicate (B)(4) devices were received on 6/13/15 and qt15-06-0028 was opened. After resolving the issues reported in the qt, (B)(4) of the parts were accepted into inventory. Device evaluation and results: visual inspection, visual inspection shows no abnormalities. Dimensional inspection: dimensional inspection was not completed as this was a functional error and it could not be replicated. Functional inspection: functional inspection was completed using 206967 s/n (B)(4). The failure could not be replicated as the reamer could be fully inserted and seated into the end effector. Complaint history review: a review of complaints related to p/n 207080, lot number 32010615 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 207080 part number will be tracked through quarterly trend request #856. Conclusions: the failure mode could not be confirmed. The reamer functioned properly. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgical tech noticed the threads on the offset impactor were damaged. The surgeon used the straight impactor to complete the case. The case was successfully completed and there was no harm to the patient.